Event description:
It was stated that a patient had a bivona and needed change. The assistants had an inner cannula in size 8.0, and the plastic ring had come off the entire inner cannula when they wanted to remove the inner cannula. They managed to get the rest of the inner cannula with tweezers or something similar. There was patient involvement. The patient was not harmed during the incident.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. As no lot number was provided, no review of manufacturing records could be conducted. The investigation attributed the observed condition to excess pulling forces on the connector ring.